Event description:
A patient reported blood glucose results of 69 mg/dl with a lifescan meter and 85 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter was replaced. 07/2005: the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed functional testing due to failed control solution testing higher than specifications.